Event description:
On (B)(6) 2024, patient¿s son contacted support after infusion set was accidentally pulled out. Agent guided caregiver through supply change and insulin delivery resumed. During troubleshooting, patient experienced repeated ¿unable to proceed¿ alerts during tubing fill. Agent instructed patient to attempt fill process multiple times with empty chamber, then with a new cartridge. Issue resolved and insulin delivery resumed successfully. Follow-up one hour later confirmed patient¿s bg was back in range. Patient expressed interest in switching to contact detach infusion set; agent arranged shipment. During event, patient¿s bg reached 329 mg/dl at approximately 5:00 am. Patient used backup therapy to correct high bg. No ketone testing performed. No professional medical intervention required. Caregiver assisted throughout. No immediate health effects reported.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.